Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a tep (lap inguinal hernia repair) procedure, the spacemaker trocar leaked gas. Surgeon looked inside the trocar and saw the valve inside was cracked. The surgeon had to open a new device to complete the procedure. No patient injured.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.